Manufacturer narrative:
(B)(4). Insulin pump had broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported that there was a crack near the reservoir. The insulin pump will be returned for analysis.